Event description:
Several weeks ago I switched from the dexcom g6 to the new dexcom g7. There are issues with the new g7 that have happened on each and every sensor that I have used. They include, repeated daily disconnect from my phone that reports my blood sugar readings. It can happen 2 to 4 times a day. This is critical especially when my readings before the loss of signal are very low. The new device is smaller and requires a second adhesive tape to put around the sensor. I've had several issues with that as well. It is hard to put that on with one hand, it's easy with two, but being the sensor is put on the upper arm you only have one hand to use. I've had it peel off as soon as I put it on, I've had it unintentionally wrinkle because of the difficulty applying it, and then becoming useless. The most serious event came last night when I installed a new sensor, and found that there was bleeding in the morning through the sensor. Reference report #mw5117142.